Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using the bd bactec¿ mgit¿ 960 pza kit, one (1) mycobacterium tuberculosis patient sample was falsely resistant to pyrazinamide. Duplicate testing was performed and it was noted the result was clearly incorrect to the user and was not reported to the doctor; therefore, no health impact or consequences were reported.